Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis laboratory received the suspect power supply assembly for investigation. The failure analysis (fa) lab performed a visual inspection of the internal power supply and found burned components including a capacitor (c4). The fa lab duplicated the reported event and determined the root cause of the component failure was due to damage of the subcomponents within the power supply.

Event description:
The customer reported unable to cycle power on this ventilator device. The customer observed the internal power supply fuse blowing when the device is connected to an alternate current (ac). The customer stated no patient involvement with this event.